Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is estimated. During the processing of this incident attempts were made to obtain complete patient information.

Event description:
It was reported the patient's ipg was unable to be fully charged nor would it hold a charge. Patient indicated the issue began approximately 1 year ago. Representative was unable to connect with the device. Surgery to replace the device may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. No further event details could be obtained. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's old ipg was explanted and a new ipg implanted. Therapy was confirmed post-surgery.